Event description:
Same case as MDR ID: 2134265-2015-01308. It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 330cm rotawire and a 1.50mm rotalink¿ plus were selected to treat the lesion. During the procedure, it was noted that the burr got stuck with the rotawire. The devices were removed together as a unit. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).